Manufacturer narrative:
Investigation summary: the pump was not returned for investigation. Data log shows several placement signal low alarms on 18-dec. Placement signal was seen fluctuating at the start of the case and showed an overall deteriorating trend with high in amplitude. No issue was noted on the 5s optical signal parameter. Clinical symptom (hematuria): the cause of the injury was not determined due to insufficient clinical details. Placement signal issue: the cause of the placement signal issue was not determined without returned product investigation and sufficient clinical details. Device history lot: device lot: 1983652. Device history batch: subcomponent lot: n/a. Device history review: the complaint pump s/n (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that the patient observed to have a pink/red tinged urine noted in foley catheter upon arrival to the intensive care unit (ICU), and it was unclear of if this was present prior to impella insertion. And in addition it was reported that the placement signal was low. The patient was reported to have survived the procedure.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.